Event description:
It was reported that the patient implanted with this lead had developed a systemic infection and sepsis. It was reported there had been a prior placement of a dialysis catheter in the same vein as the lead which led to the infection. During the lead explant the it was noted the right ventricle was perforated and it was also suspected that the svc was ruptured. Surgical intervention was performed however the patient did not survive the explant procedure.